Event description:
A customer reported experiencing a malfunction with their pump, identified by code "malf 12," on multiple occasions. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl and remained within a safe range. Technical support will replace the malfunctioning pump, and the customer was advised on the steps to take with the replacement, including depleting the battery of the current pump and returning it with the provided packaging. The customer was informed about backup therapy using multiple daily injections and will receive a pump with updated software.